Event description:
The customer reported that the pod came loose, and she noticed that the needle did not retract. The customer's blood glucose was over 300 mg/dl. The pod was worn for more than 2 days.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle failure to retract or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.